Manufacturer narrative:
H10: an actual sample was received for evaluation. A visual inspection with the naked eye noted the patient line tubing was separated from the cassette port, which caused the alarm. There was evidence on the tubing indicating the tubing had been positioned on the cassette port. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia automated pd cycler set disconnected from the cassette which resulted in a leak. There was an alarm that there was air in the patient line. This occurred during dwell three of peritoneal dialysis therapy and the dwell in the patient¿s peritoneum spilled onto the floor. There appeared to be a cut in the patient line. There was no report of patient injury or medical intervention associated with this event, however the patient received antibiotic treatment due to a suspected wet contamination. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.